Event description:
The customer reported that he was having trouble getting the insulin pump to rewind. He was advised to press a button, but this would not go through. The customer's blood glucose was 246 mg/dl, which he was going to treat with manual injection. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due moisture damage keypad traces. Insulin pump passed the rewind, basic occlusion and displacement test. No rewind anomaly noted. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratches on display window and missing end cap sticker.